Manufacturer narrative:
(B)(4). Date sent: 10/31/2025. D4: batch number unknown. Device evaluation pending completion. Additional information requested and the following was received: what was the indication for the procedure? Lung cancer. What is the time of the event? Mid-morning. What lobe of the lungs was the device fired?left lower. What structure was the white and blue fired? We used the vascular load on the other stapler for the vein and artery. We used one white load and a blue on thin lung tissue at the fissure, I believe (but these had no issues). What was the area where white and blue reloads were used on the staple line? Was it at the staple line crossing? Which staple line is it believed the leaking was coming from? I believe the tissue of the lul right outside the blue staple line had parenchymal lung airleak (not from the staples themselves, but the tissue above it that had been manipulated and squeezed together to get the stapler across). Which line had the malformed staples in the middle of staple line? Green firing across the bronchus. On how many firings was the stapler used? 3. What color cartridges were used in the procedure? Green (bronchus), blue, white 1. No other issues found. 2. No bleeding, air leak was found during air leak test. Leak came from lung parenchyma where blue/white load was fired. Pro-gel was used over the air leak and sprayed over the staple line. 3. No transfusion needed. 4. No blood loss as a result of staple line. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a vats lobectomy, the surgeon initially fired across the bronchus with a green reload, which appeared complete and satisfactory. At the end of the case, no leak was found in the bronchus during hemostasis. However, the surgeon later discovered malformed staples in the middle of the staple line, and the leak originated from the area where the blue and white reload was used on the lung.

Manufacturer narrative:
(B)(4). Date sent: 11/07/2025. D4: batch #a98r5r. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec3d60s device was returned with no apparent damage and with 1 white (er60w), 1 blue (er60b), and 1 green (er60g) fully fired reloads. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No malformed staples were observed. The device event log was reviewed. The log indicates that no suspect power cycles were noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a98r5r, and no non-conformances were identified.